Manufacturer narrative:
Patient was (B)(6) old as of (B)(6) 2013, at the time of consent for the study. Study name: (B)(6) study. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was implanted during an obtryx ii-halo placement for treatment of sui/concomitant transvaginal anterior and posterior pelvic organ prolapse repair with native tissue procedure performed on (B)(6) 2013. According to the complainant, after the procedure, the patient experienced mesh exposure and was treated with an unknown intervention and the event was resolved.